Event description:
The customer reported no audio from their mx40 device. There was no report of pt harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.